Manufacturer narrative:
H10 - vyaire field service went onsite was able to verify the reported issue no volume seen on user interface. The volume signals present when hotwire flow sensor is removed. As a resolution, connected new hotwire flow sensor and performed ovp (operation verifications procedures) checks and vt (tidal volume) accuracy verification. Unit passed all calibration, functional and safety test performed. Unit was returned to the customer and cleared for clinical use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator while on a patient there were no volume or chest movement tracings. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.